Event description:
It was reported that during a procedure "the indicator light turned yellow" and the error message "too many lamp hours" was noted. The error could not be cleared by resetting the device. The procedure was canceled and rescheduled. There was no report of patient injury.

Manufacturer narrative:
.

Manufacturer narrative:
The console was evaluated and repaired in the field on october 24, 2016. As reported information: too many lamp hours use. Information extracted from service report: issue reported: too many lamp hours was confirmed. Krypton arc lamp, cooling fluid and filter were replaced, alignment and calibration were rechecked.